Manufacturer narrative:
H6: medical device problem code 2017 clarifier - failure to follow steps / instructions. The device was not returned for analysis. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Femoral imaging was not performed to verify the puncture site. It should be noted that the perclose prostyle instructions for use (IFU), states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the IFU deviation contributed to the reported difficulties. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using a prostyle device after an ablation interventional procedure using an 8f sheath. Reportedly, a cuff miss [suture retrieval issue] was noticed. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.